Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("tube perforation at the time of placement") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, endometriosis (was in her seventh year of treatment after being diagnosed with endometriosis and adenomyosis) and adenomyosis. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and complication of device insertion ("tube perforation at the time of placement"). On an unknown date, the patient experienced migraine ("migraines two or three times a week") and fatigue ("extreme fatigue"). The patient was treated with surgery (on (B)(6) 2017, her uterus, tubes and cervix were removed). Essure was withdrawn. At the time of the report, the fallopian tube perforation, complication of device insertion, migraine and fatigue had resolved. The reporter considered fallopian tube perforation, complication of device insertion, migraine and fatigue to be related to essure. The reporter commented: consumer stated in laypress article that right from the start had known what was causing the pain. In particular, "the lack of training" of practitioners with regard to the essure contraceptive method was the cause, in her case, at the time of placement, they perforated one of her tubes. She does not regret the removal operation on (B)(6) 2017, recommended by her primary care physician, which marked the end of her problems: "I have never felt so well". Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and tube perforation occurred at the time of placement and on (B)(6) 2017 her uterus, tubes and cervix were removed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion. In this present case, consumer presented pelvic pain and she was informed that a perforation occurred during placement. She was treated by a total hysterectomy and bilateral salpingectomy approximately 10 months after essure's insertion. Given event's nature this event was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information can be obtained, no contact from reporter.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("tube perforation at the time of placement") in a (B)(6)-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, endometriosis (was in her seventh year of treatment after being diagnosed with endometriosis and adenomyosis) in 2009 and adenomyosis in 2009. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device insertion ("tube perforation at the time of placement"). On an unknown date, the patient experienced migraine ("migraines two or three times a week") and fatigue ("extreme fatigue"). The patient was treated with surgery (on (B)(6) 2017, her uterus, tubes and cervix were removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, complication of device insertion, migraine and fatigue had resolved. The reporter considered complication of device insertion, fallopian tube perforation, fatigue and migraine to be related to essure. The reporter commented: consumer stated in laypress article that right from the start had known what was causing the pain. In particular, "the lack of training" of practitioners with regard to the essure contraceptive method was the cause, in her case, at the time of placement, they perforated one of her tubes. She does not regret the removal operation on (B)(6) 2017, recommended by her primary care physician, which marked the end of her problems: "I have never felt so well". Most recent follow-up information incorporated above includes: on 24-may-2017: following email from health authority, this case was considered as duplicate of case 2017-045453 (MFR 2951250-2017-02049). All information of this case was transferred to the remaining case and this case will be deleted from bayer database. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6)-old female consumer who had essure (fallopian tube occlusion insert) inserted and tube perforation occurred at the time of placement and on (B)(6) 2017 her uterus, tubes and cervix were removed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion. In this present case, consumer presented pelvic pain and she was informed that a perforation occurred during placement. She was treated by a total hysterectomy and bilateral salpingectomy approximately 10 months after essure's insertion. Given event's nature this event was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information can be obtained, no contact from reporter.